Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that she did not know how to get to the rewind screen. Customer was assisted on rewinding the insulin pump. Blood glucose value is 394 mg/dl. Customer stated that her blood glucose was high because she bled at the infusion set insertion site and removed it. Customer treated with manual insulin injection. Nothing further reported.